Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alert lost sensor. Customer's blood glucose was unknown mg/dl. The customer was using sensor and wasted a couple on the older transmitter and they didn't work. The customer will get a lost sensor alert even after changing the numbers on the insulin pump. The customer stopped the using the old one when getting the new transmitter.